Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were not deflating. Upon revision, the pump was dissected and found to be unable to deflate. The reservoir was also tested, and the saline did not fill into it. The reservoir and pump were removed and replaced. The new reservoir was implanted under the muscle. No patient complications were reported.